Event description:
It was reported that the patient underwent a surgical procedure in which an artificial urinary sphincter (aus) was removed and a new device was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced recurring incontinence leading to the procedure due to the aus not functioning properly. The patient did not experience any complications. No more information available at the moment. Should additional information become available, it will be provided.